Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic') in a 34-year-old female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included calf pain and cryoablation. Concurrent conditions included overweight, dyspareunia, uterine leiomyoma and cesarean section. Concomitant products included calcium;colecalciferol (vitamin d3 calcium) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced hypothyroidism ("hypothyroidism"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), iron deficiency anaemia ("low iron/ anaemia") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have vitamin d abnormal ("vitamin d (abnormal labs)") and blood calcium abnormal ("calcium (abnormal labs)"). In (B)(6) 2011, the patient experienced abnormal weight gain ("weight gain/weight gain in abdomen only"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2020, the patient was found to have uterine leiomyoma ("fibroids"), 9 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), abdominal distension ("abdominal bloating") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), calcium, ibuprofen (motrin), iron, levothyroxine sodium (synthroid), vitamin d nos (vitamin d) and surgery (essue removal (B)(6) 2021). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, hypothyroidism, menorrhagia, allergy to metals, fatigue, alopecia, abnormal weight gain, vaginal haemorrhage, iron deficiency anaemia, dysmenorrhoea, migraine, vitamin d abnormal, abdominal distension, blood calcium abnormal, hypersensitivity and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, allergy to metals, alopecia, blood calcium abnormal, dysmenorrhoea, fatigue, hypersensitivity, hypothyroidism, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vitamin d abnormal to be related to essure. The reporter commented: discrepancy noted: essure insertion date- (B)(6) 2010. Current weight: 193 lbs. Anticipated or scheduled date: (B)(6) 2021 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Both fallopian tubes appear occluded. Fallopian tubes occluded, essure effective as birth control. Date ¿ (B)(6) 2011. Ultrasound scan - on (B)(6) 2020: ultrasound revealed fibroids. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea (cramping), menorrhagia. Lot number: 50512937, manufacture date: 2010-05, expiration date: 2013-05. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine leiomyoma, hypothyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-apr-2021: mr received. Reporter information added.fu received.no new significant change made in medical context of case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: chronic') in a (B)(6) year-old female patient who had essure (batch no. 50512937) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included calf pain and cryoablation. Concurrent conditions included overweight, dyspareunia, uterine leiomyoma and cesarean section. Concomitant products included calcium;colecalciferol (vitamin d3 calcium) and oral contraceptive nos. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced hypothyroidism ("hypothyroidism"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/abnormal bleeding (menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), iron deficiency anaemia ("low iron/ anaemia") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have vitamin d abnormal ("vitamin d (abnormal labs)") and blood calcium abnormal ("calcium (abnormal labs)"). In (B)(6) 2011, the patient experienced abnormal weight gain ("weight gain/weight gain in abdomen only"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2011, the patient experienced migraine ("migraines/headaches"). On (B)(6) 2020, the patient was found to have uterine leiomyoma ("fibroids"), 9 years 9 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy"), abdominal distension ("abdominal bloating") and hypersensitivity ("allergic or hypersensitivity reaction"). The patient was treated with acetylsalicylic acid;caffeine;paracetamol (excedrin migraine), calcium, ibuprofen (motrin), iron, levothyroxine sodium (synthroid), vitamin d nos (vitamin d) and surgery (essue removal (B)(6) 2021). Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, hypothyroidism, menorrhagia, allergy to metals, fatigue, alopecia, abnormal weight gain, vaginal haemorrhage, iron deficiency anaemia, dysmenorrhoea, migraine, vitamin d abnormal, abdominal distension, blood calcium abnormal, hypersensitivity and uterine leiomyoma outcome was unknown. The reporter considered abdominal distension, abnormal weight gain, allergy to metals, alopecia, blood calcium abnormal, dysmenorrhoea, fatigue, hypersensitivity, hypothyroidism, iron deficiency anaemia, menorrhagia, migraine, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vitamin d abnormal to be related to essure. The reporter commented: discrepancy noted: essure insertion date- (B)(6) 2010. Current weight: (B)(6) lbs. Anticipated or scheduled date: (B)(6) 2021 as per pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Both fallopian tubes appear occluded. Fallopian tubes occluded, essure effective as birth control. Date ¿ (B)(6) 2011. Ultrasound scan - on (B)(6) 2020: ultrasound revealed fibroids. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: pelvic pain, dysmenorrhea (cramping), menorrhagia. Lot number: 50512937 manufacture date: 2010-05 expiration date: 2013-05 concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine leiomyoma, hypothyroidism. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-feb-2021: pfs received: " previously reported event chronic pelvic pain made medically significant and intervention required due to surgery." Treatment drug and rcc added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.